Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information. The most likely root cause was that the frame to patient orientation changed since the surgeon was said to be adding and removing large retractors in and out of the surgical site when the issue was reported. A medtronic representative reported that the site had not had any further issues with the system or spine software.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The surgeon was accurate when placing screws on levels t9 and t10 with the frame positioned on t8. When placing a screw on the farthest level from the frame, level t12, the surgeon requested an o-arm spin to check accuracy on t12 and noted a 4mm inaccuracy. The surgeon replaced the screw on t12. The surgeon opted to discontinue the use of navigation to place the remaining three screws. It was noted that the surgeon was adding and removing large retractors when placing screws on levels t9 and t10. The surgery proceeded and was completed as scheduled.

Manufacturer narrative:
No patient logs/exams returned to manufacturer for analysis.